Event description:
The patient experienced a coupling problem and has had trouble charging since implant but was getting worse. It usually takes about a half hour to get 6 coupling boxes on the screen but he usually sees only 2 boxes. He has gained some weight but the ins was still close to the skin. The ins moves around under his skin. The antenna locate feature was performed and he was able to get 6 coupling boxes after the first try and then got up to 8 coupling boxes. Additional information has been requested.

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).